Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was not inflating due to a hole in the cylinder. Both cylinders were found in one corpora. The entire ipp system was removed and replaced with a new ams 700 lgx . No further issues were reported in relation to this.